Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out during removal and the tampon remained inside. She was unable to remove the tampon and had to visit the emergency room for assistance with removing the tampon. The physician removed the tampon and she is doing better.